Manufacturer narrative:
Trackwise#:(B)(4). The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was observed outside the loading device. The seal and tension spring assembly were observed outside the loading device. There were no visual defects observed on the aortic cutter in the photograph. There were no visual defects observed on the intact seal or tension spring assembly. Product information was also observed in the photograph. Based on the non-return condition of the device as well as the photographic evaluation, the reported failure "fitting problem" was not confirmed. The lot # 3000384620 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, hst iii system (3.8mm) seal was stuck. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm. Photos provided by the complainant show the seal beside the loading and delivery device, whose white plunger has not been pressed) as well as the aortic cutter. There is no evidence of blood.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 event site name due to character limitations (B)(6). H3 other text : device discarded